Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming and stopped working. The device was not in patient use. The device was returned to the manufacturer's quality assurance laboratory for evaluation and the customer's complain was confirmed. The root cause of the failure was electrical overstress of several components on the system board and power management board. Evaluation conclusion = device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator was alarming and stopped working. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.